Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 807:05 occurred. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 807:05 was confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced in order to correct this condition. This is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.